Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the patient was admitted to emergency due to atrioventricular dissociation. During surgery, when connecting the pulse generator, spikes were noted, but the patient suffered repetitive cardiac arrests which were treated by external cardiac massage. Device interrogation showed no anomalies, but stimulation did not occur. The device was replaced. The patient left hospital the same day in good condition.